Event description:
The customer reported failure to acquire 12-lead ECG.

Manufacturer narrative:
(B)(4): the customer reported failure to acquire 12-lead ECG. There was no report of pt impact. The unit was evaluated by the philips field service engineer. The symptom could not be duplicated and the device passed all testing; therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.